Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the low pump flow was improper positioning of the device.

Event description:
The user facility a 58-year-old male was implanted with an impella 5.5 device for circulatory support. The device was positioned directly towards the mitral valve apparatus with the inability to reposition away from this area. No harm or premature explant was endured, however, flows were noted as suboptimal.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.